Event description:
The facility reported an infusion pump with a failure on one of the ports. The event was reported to have occurred prior to patient use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Evaluation summary:the condition of failure for one of the ports was confirmed. Inspection of the device found failure code 814:04 on channel c which was due to a disconnected air-in-line printed which caused the failure. The air-in-line printed circuit board was reconnected. The pump was returned to the facility fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.